Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Electrical test, mechanical stress test, battery assessment and longevity analysis were normal and no anomalies were found.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The condition of the patient was unknown.